Event description:
A male pt in iccu was on a ventilator when it lost power. The pt immediately was ambu-bagged with 100% oxygen. The ventilator was checked. All plugs were in proper place and the power was on, but it would not work. Another ventilator was brought in. There was no injury to the pt.